Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 46 mg/dl; cause was not known. The customer was treated with intravenous fluids of saline to address the bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.